Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device. It was reported that they unboxed the wireless recharger (wr) and placed it in the dock to take it out of shipping mode, it showed a red light and appeared to be working as expected (battery indicator showed 2 of the 3 lights were solid green) but when caller was attempting to pair to the app, the wr battery indicator lights suddenly started scrolling rapidly and the wr wouldn't turn on or do anything. They were surprised that this wr connected and then the lights started scrolling rapidly. Tss had caller reset the wr but this didn't resolve the issue and they had performed a reset prior to calling as well. The issue was not resolved through troubleshooting. Tss reviewed that issue likely won't resolve and wr will need to be returned and replaced but caller was going to try leaving wr on the dock and more resets to see if they could getting working. A replacement device was sent. Additional information was received from a manufacturer representative (rep) on 2024-jan-02. The rep reported that the recharger issue resolved itself by staying on the dock for a considerable length of time. The rep noted they do not need a replacement.